Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and inspected. The active tip shows signs of activation. There is no evidence of anomalies at the tip, but there is saline residue in the tube. The remainder of the device appeared to be used but good condition. Functional testing was performed: the ablate and coag test failed. A manufacturer CAPA investigation has been created by gyrus to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. This CAPA only was created to reduce the number of failures. This complaint can be confirmed. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee scope procedure when the customer's vapr s90 electrode 4.0mm suction with integrated handpiece was plugged into the generator, it was recognized but would not activate. The sales rep stated that the generator as been recently updated. The procedure was completed without the use of an electrode with no patient harm or surgical delay to the case. The sales rep was no present for the case therefore could not provide any further information. The device will be returning for evaluation.